Event description:
Account reports they have had precision problems. Initial results for a pt na/k/cl were 85/2.4/148 mmol/l. When reported, the results were 132/3.6/89 mmol/l. The incorrect results were not used to guide pt therapy. The field service rep found the pressure valve was malfunctioning and repaired the instrument by replacing the valve.